Event description:
International affiliate reports that pt experienced infection after valve was implanted. Valve pressure could not be adjusted and the device was explanted. The infection has not been attributed to the device.